Event description:
It was reported that label lift off was found before use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "it was reported that the labels are coming off the tubes. I just received a phone call regarding their most recent lots of vacutainers. They are experiencing the labels are coming off the tubes. Here are the various catalog and lot numbers for the vacutainers: catalog number lot number 367861 9095757" this complaint captures lot# 9095757, and is (B)(4) of(B)(4) complaints.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift off was found before use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "it was reported that the labels are coming off the tubes. I just received a phone call regarding their most recent lots of vacutainers. They are experiencing the labels are coming off the tubes. Here are the various catalog and lot numbers for the vacutainers: catalog number 367861, lot number 9095757." This complaint captures lot# 9095757, and is 1 of 8 complaints.